Event description:
It was reported that leak was observed in a single day infusor during filling with unknown medication. There is no report of patient involvement. No additional information is available. This is report 2 of 20.

Manufacturer narrative:
(B)(4). The lot 13j061 was manufactured september 25, 2013 - september 30, 2013. One unit was available for evaluation at the plant. The reported condition was confirmed during visual inspection and functional leak test. The leak was due to a slightly loose blue winged luer cap. Subsequent examination of the unit revealed the cause of leakage inside the bag was due to a slightly loose blue winged luer cap. After the blue winged luer cap was tightened, the leak immediately stopped. A functional leak test was also performed on the units by filling the reservoir with green color water. After fill, the blue winged luer cap was securely tightened. The next day, no signs of leak were observed. Based on the evaluation findings, the reported leak problem was confirmed for this unit. The cause of the leak was insufficient tightening of the blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.